Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer noted the screen went blank after no interaction. Customer noted the device was not dropped, bumped, or exposed to moisture. Customer was advised to clean out the battery cap, but that did not restore the screen. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.